Manufacturer narrative:
The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event a customer reported that an eddy irrigation tip broke; no injury occurred.

Manufacturer narrative:
The tip is missing totally 2.37mm measured from 18mm point with measuring gauge mitutoyo, model # cd 15cpx , valid to 5/2018. No smooth breakage, melted. Breakage due to thermal influence. We consider this misuse. A DHR review was conducted with no discrepancies noted.